Event description:
This case was reported by a lawyer via litigation proceedings, and described the occurrence of zinc toxicity in a (B)(6) male pt who used super poligrip denture adhesive cream (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. According to the claim, the pt began using poligrip in 1999, at unk dosing. He used super poligrip more often as he aged and his highest use occurred between approx 2006 to (B)(6) 2008. The pt had a long history of chronic low back pain. In 2008 the pt began to experience numbness, pain and paresthesias in his feet. These symptoms move to his hands in (B)(6) 2008 and continued to worsen to the point he lost sensation in his upper and lower extremities. Magnetic resonance imaging (MRI) on (B)(6) 2008, revealed an abnormal spinal cord signal of his cervical spine. The pt's physician had read a recent study linking nerve damage to use of denture cream with zinc. The pt confirmed he used super poligrip denture cream. A 24 hour urine specimen on (B)(6) 2008, revealed slightly low cooper level of 6 mcg/l (2-30mcg/l), but his zinc level was 3015 mcg/l. Normal maximum level was 530 mcg/l. The pt stopped super poligrip denture cream and copper supplements were started.

Manufacturer narrative:
The pt also complained of cognitive problems in (B)(6) 2009. MRI of the pt's brain revealed several brain lesions. MRI of his spine in (B)(6) 2009, showed his spine had worsened. In (B)(6) 2009, the pt's zinc level had decreased to 628 mcg/l and his copper had increased to 11 mcg/l. According to the claim, the pt still experiences constant pain, burning sensations, numbness and paresthesias in his feet and hands even after he stopped using super poligrip. He is unable grip objects with his hands and his loss of sensation in his lower extremities interferes with his balance. He is unable to walk without assistance for long periods and cannot drive a car. His cognitive functions and memory continued to worsen. He can no longer work secondary to his injuries. The pt's physician believes the spinal cord damage was a permanent and direct result of zinc toxicity from super poligrip. Medical records were received on (B)(6) 2010. Neurologist's notes dated (B)(6) 2008, noted the pt had a long history of chronic low back pain and had "neuropathy." He had progressive numbness, burning sensation, paresthesias, and pain which started in his feet and progressed to his hands. MRI test in (B)(6) 2009, for cognitive complaints revealed some areas of supratentorial white matter lesions which could not be linked to his condition. On (B)(6) 2009, the pt's neurologist diagnosed him with myelopathy secondary to zinc toxicity and significant neurological deficits and pain. He was instructed to stop using his denture cream immediately. Cooper supplements were started. In (B)(6) 2009, the pt's zinc and copper levels were noted to be improved, but symptoms continued. In (B)(6) 2009, the zinc and copper levels were noted to be within normal limits and the progression of the pt's symptoms had stabilized. This case was considered to be medically serious by gsk. The manufacturer's report number for this case is 9681138-2009-00174. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).